Event description:
In 2006, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The repair was complicated by a dissection in the right external iliac artery, which required the placement of a 14mm x 40mm wall stent. Upon completion of the procedure both iliac arteries were patent. The following month, the pt presented to the emergency room with a right sided limb thrombosis. The right, or contralateral side, of the graft had acutely occluded the right common iliac artery from the flow divider of the endograft to the right external iliac artery. The right common femoral artery had reconstituted below this occlusion. A left to right sided femorofemoral bypass procedure was successfully performed in the same month. The pt tolerated the procedure.

Manufacturer narrative:
Please note: this event involves another device, the gore introducer sheath/pg183000 lot.